Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed an internal battery inoperable error message and had a power failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported total power failure and also revealed the single occurrence of the device failure to charge. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root causes were a software issue and device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed an internal battery inoperable error message and had a power failure. There was no patient injury reported as a result of this incident.